Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided. Medical record review: review of the record received showed that the patient with a past medical history of five full term pregnancies, fibroid uterus and a retro-pubic suspension surgery for the treatment of urinary incontinence and menorrhagia but continues to experience these symptoms. Two years later required a lysis of extensive adhesions, hysterectomy, a second bladder suspension and repair of rectocele and cystocele for treatment of those symptoms without success. This report is based upon allegations made in a potential lawsuit in which atrium medical is a named defendant.

Event description:
This event is deemed reportable based on the allegations in a potential lawsuit, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medicals mesh product. Claimant attributes unspecified complications to the mesh that was implanted for hysterectomy with a bladder suspension. Since this is a potential legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.